Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. According to the complainant, magnetic resonance imaging (MRI) was performed for routine follow-up. The result showed that the gel dissected the rectal wall. There were no patient complications reported as a result of this event. The patient has not yet started with radiation therapy (xrt) and will proceed after gel reabsorbs.